Event description:
It was reported the patient felt changes in stimulation when going through theft detectors. The patient was extremely sensitive to changes and tests and a 1v impedance test was painful. Reprogramming was not needed or wanted and the patient was happy with their system for cystitis pain.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).